Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience v, everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2020, a percutaneous coronary intervention was performed on the right coronary artery (rca), moderately calcified lesion. A 2.5x15mm xience v stent was implanted without an issue reported, however, a dissection occurred. As treatment, another xience was implanted without an issue reported. There was no adverse patient sequela and there was no clinically significant delay. No additional information was provided regarding this issue.